Manufacturer narrative:
(B)(4): the customer reported that the ac power module inlet was pulled out. A philips investigator spoke with the customer who confirmed that ac power module failed to work. The customer stated they repaired the module and that it is now working and has passed all safety testing.

Event description:
The customer reported that the ac power module inlet was pulled out.